Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. System check with tandem technical support did not identify any issues with the pump or supplies. Reportedly, the customer cleared the alarm and successfully resumed insulin delivery. Additionally, it was reported that the cartridge was leaking at the septum, and the pump touch screen was unresponsive when the customer tried to unlock the screen. Customer's blood glucose ranged between 175 mg/dl to 190 mg/dl. During troubleshooting with tandem technical support the pump was functioning as expected.